Event description:
The physician used the evercross balloon for a hepatic vein dilation as per IFU. It was reported the balloon was inflated to 13atm when difficulty was encountered; the balloon was retrieved from the patient a radial tear was observed at the proximal of the balloon. The balloon was removed from the patients and all pieces were accounted for, no intervention required. Another evercross balloon was used to complete the procedure. The doctor used an indwelling sheath for haemostasis; surgery was delayed for 1 hour. The patient is reported as recovered.

Manufacturer narrative:
Device evaluation summary: the evercross pta balloon was returned for analysis. The balloon was in a post inflated state. Both marker bands were noted on the catheter. Evidence of elongation was noted. The catheter material showed stretch marks between 8.5 and 10.5 cm with the proximal marker band dividing the area of the stretched catheter. The working length measured at approximately 137cm. The proximal portion of the balloon material was pushed inwards through the medial area of the balloon. The balloon was pulled out and the proximal area of the balloon showed a radial tear. Functional testing: a 10ml syringe filled with water from the lab was connected to the valve adapter. The plunger was pressed and water leaked at the location of noted separation. The catheter was retracted back into the sheath and the balloon material buckled inwards. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.